Event description:
No additional information

Manufacturer narrative:
This report is being submitted to report additional information. -review of the most recent repair record determined the motor was not stable, and the control bar was out of position. The control bar was repositioned, and the motor was replaced and resolved the reported issue. -review of the previous repair record identified that the unit was out of calibration and the motor did not function correctly which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. -device is used for treatment. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported during surgery that this device tears the grafts. No harm or delay. No adverse events were reported as a result of this malfunction.